Manufacturer narrative:
The pt initially would not release the device, however, on 9/18/97 it was returned for testing and investigation. It was reported the pump was programmed on 3/16/97 to deliver at a rate of 10mg/h with a concentration of 50mg/ml. A review of the pump's history log indicated on 3/16/97 at 16:25 the pump was programmed in the continuous mode to deliver 10.4ml/h with a container size of 52ml. With this program, the pump would alarm empty after five hours of infusing. An infusion test was programmed, 50mg/ml. 10mg/hr and infused within specifications. Expected 22.6ml and measured 22.14g. Percent of error was -2.035%. Fluid spillage was found inside the pump on the motor frame.